Manufacturer narrative:
(B)(4). Date sent: 12/17/2020 two photos received. Upon visual inspection of two photos, the following was observed: the first photo shows a black reload at top view with appears to be fully fired and with the pan attached in proximal and distal ends. The second photo shows a black reload right sided view with several b form staples on the deck and fully fired also a single b form staple can be observed at the distal end. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler should be used with heavy effort and couldn¿t complete cutting action. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4), date sent: 2/1/2021, d4: batch # u5al1u. Investigation summary: the analysis results showed that one gst45t reload was received with no apparent damage and fully fired with the several b-form staples on the deck. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired.